Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause for this complaint will be categorized as operational context because performance was limited due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a maverick 2.5x12mm balloon. The physician attempted to place a liberte 3.5x16mm bare metal stent to the moderately calcified, severely tortuous, proximal circumflex (cx) artery, but was unable to cross the lesion. The physician made several attempts to cross the lesion by using the "dottering, pushing and pecking" technique, but was unsuccessful. Upon removal of the device it was noted that the stent was missing. The physician rewired the guidewire through the dislodged stent in the cx. Then a small balloon, unk type and size, was used to deploy the dislodged stent in the proximal cx at the appropriate area. No patient complications were reported. Patient condition post procedure is noted as fine.